Event description:
It was reported that during insertion in anesthesia, the md noticed a crack in the hub of the introducer needle rendering it impossible to use. As a result a new kit was opened and used without issue. There was no reported delay, death or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).